Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a shock could not be confirmed. Furthermore, a direct relationship between the device and the reported event could not be determined. The vad coordinator reported that the patient complained of feeling ¿shock¿ like sensations a few days after (B)(6) 2019. It was also reported that the patient had a short to shield and was currently using an ungrounded patient cable (reference (B)(4) / per-(B)(4)). The submitted system controller log files captured an lcd fault activated on (B)(6) 2019 at 02:35:44, coincident with a yellow wrench advisory and a replace controller alarm. This event was addressed under pi-(B)(4). No additional atypical alarms were captured. The pump speed remained above the low speed limit throughout the log file. The clinical specialist reviewed the x-rays provided by the vad coordinator and identified that the internal portion of the driveline appeared to have some narrowing of the braided shield; however, no wires were exposed. The patient did not undergo a driveline repair due to this event. As of 16jan2020, the patient had not had any more low speed alarms or shocks. The patient remained at home on an ungrounded patient cable. The patient was not a transplant candidate and no product was exchanged. The plan of care was to continue to monitor the patient on an outpatient basis. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU also warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous percutaneous lead repair was captured under MFR #2916596-2015-02145. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient complained of shock like sensations. Log file analysis revealed 1 low speed advisory which patient did not recall. The patient has a short to shield in drive line with previous percutaneous lead repair that did not fix the issue, and it is thought that the damage to the drive line is internal to drive line exit site. Patient remained home on non-grounded cable. This patient is not a transplant candidate, and the plan of care is to continue to monitor on an outpatient basis.